Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up of an asymptomatic patient, an instance of noise reversion was observed on the ventricular lead. Low impedance resulting in a polarity switch was also noted. All other electrical values were normal. No symptoms were reported and the patient would continue to be monitored.